Manufacturer narrative:
The ge rep performed an onsite investigation. Diagnostic tested were performed. The system was found to be operating as intended.

Event description:
Customer reported the images disappeared on monitor screen. No report of pt injury.